Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. No intervention has been performed yet and the s-ICD remains implanted and in service. The patient's cardiac condition has improved and no intervention is planned at this time. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.